Manufacturer narrative:
Correction: d3, g1, h11 this report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the pk cutting forceps, clamp was not working. Since the clamp was not coagulating and no screen error was shown, the clamp was replaced with another clamp of the same model (pk-cf0533). The clamp was changed immediately so it was not necessary to extend the procedure and the patient´s condition was not affected by the reported failure. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.